Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that they self test did not passed. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm and able to rewind the pump. Customer stated that displacement test was passed. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Pump error 75 alarmed during self test due to internal battery not being plugged in. Insulin pump failed sleep current test due to internal battery not being plugged in. The power management tool confirmed complete power loss during battery change due to internal battery not being plugged in. Charge/battery lasts less than expected confirmed. No pump error 35 noted during testing and was not found in the formatted history file.